Event description:
Abbott proclaim implantable pulse generator would no longer after surgery and had to be replaced. It was in surgery mode. When I contacted abbott about the issue/recall they were very rude to me and dismissed my concerns. Pt: 1924, 1994. Device: 1420, 4076. Reference reports: mw5189185, mw5189186, mw5189187.